Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke from the hub. This event occurred 2 times and no report of adverse or injury.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke from the hub. This event occurred 2 times and no report of adverse or injury.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2023-00897 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.